Event description:
When patient sweats or gets the iv3000 dressing wet, the product peels off, and the patient's cannula comes out. This has happened twice, and the patient has immediately reapplied the cannula. No complications were reported. Outcome attributed to adverse event: cannula dislodged.

Manufacturer narrative:
H3: evaluation summary: the manufacturing records were reviewed, and no faults were documented for the relevant batch of materials. The monitoring samples were reviewed and found within specifications for adhesion to steel and adhesive mass weight testing. Subjective assessements of the returned sample were conducted for adhesion, tack and adhesive spread. All test results were consistent with standard production. An examination of the samples revealed they were manufactured with the old small tab design, which can on occasion lead to poor adhesion. Upon removal of the carrier grid from the tab end as indicated on the product carton, the film remains attached to the grid at the corners and wrinkles, reducing the adherence of the film after application. In october of 2004, corrective action was taken by changing the tab design of the dressing to a "tombstone" design which releases easily from the carrier. A review of the current product risk assessement has been performed to document the risk associated with using iv3000 in conjunction with insulin delivery systems. The labeling on the package was reviewed. Although the instructions for use are considered adequate, the labeling for instructions for use has been revised. For non ce marked product, the instructions for use were included in the product since the beginning of 2006, and the artwork on the carton was revised as of january 3, 2006. For ce marked product, the current instructions were revised 3/31/03. The IFU includes instructions for application, indications and precautions. The precaution included statements to address stacking of dressing and periodic monitoring of catheter site, especially if site becomes wet. No further action will be taken at this time. However, we will continue to monitor for this type of complaint.